Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt returned to the hospital on (B)(6) 2012 with increased plasma hgb, hematuria and jaundice. Additional info received by the manufacturer stated that the pt was moved up on the transplant list as the pt was being to experience a slight increase in power. The pt received a transplant on (B)(6) 2012 and is doing very well.